Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed. A technical support specialist (tss) found that power management was enabled and disabled it. The tss disabled the bluetooth adapter and manually uninstalled the existing lumidigm device service. The tss then ran the manual installer from the knowledge article (bioid lumidigm update package 1.3 release for es ¿ failure recovery fix.) The station was monitored and it was confirmed that no further issues occurred. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification failed and user need witness to login. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.